Event description:
The customer reported that the unit failed to shock.

Manufacturer narrative:
The device was evaluated and the reported symptom could not be duplicated. As a precaution the power and control pcas were replaced.